Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and was able to resumed insulin delivery. Customers blood glucose was read ¿high¿ on the cgm and 507 mg/dl on the meter. Elevated bg was addressed by manual insulin injections.